Event description:
On 24th april, 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 100. As it was stated the lamp arm was hanging down. There was no injury reported, however we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h3a device evaluated by mfg: no corrected h3a device evaluated by mfg: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: none previous h3c if other provide code-explain: device not returned to manufacturer corrected h3c if other provide code-explain: none getinge became aware of an issue with one of our surgical lights ¿ lucea 100. As it was stated the lamp arm was hanging down. There was no injury reported, however we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the examination light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).